Event description:
The customer reported that while the panorama central station was in use monitoring pts, along with ambulatory telepacks transmitters, and when the first transmitter was activated, the unit displayed a blue screen with error messages ("kernal-stack-inpage error" and "stop? Ox00000077"). No pt injury was reported.